Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the mid right coronary artery (rca). The 8mm x 1.20mm emerge balloon catheter was advanced to the target lesion. Upon inflation, the device ruptured at 6 atmospheres. The device was then replaced with a different device and the procedure was completed. No patient complications were reported and the patient's status was good.